Event description:
In 2007, it was reported to boston scientific corporation that an ultratome xl sphincterotome was used in an endoscopic retrograde cholangiopancreatography procedure (patient age, gender and weight unknown). According to the complaint, "the orientation of the tome went way to the right." It was reported that the physician completed this procedure with this sphincterotome device. No patient complications were reported as a result of the event. Note: the event, as initially reported, did not reflect an MDR-reportable scenario; however, evaluation of the returned device, conducted on november 2, 2007, revealed an MDR-reportable device malfunction. This medwatch report is being submitted based on this evaluation.

Manufacturer narrative:
A visual examination of the returned revealed: the cutting wire was broken, approximately 16 millimeters from the distal pierce hole; and the broken ends of the cutting wire appeared burnt and melted, indicating that excessive current flowed through the device (see figure 1). A functional evaluation confirmed that actuation of the device handle resulted in a corresponding movement of the proximal segment of the cutting wire. Electrical continuity of the cutting wire was confirmed to be intact between the device and the proximal segment of the cutting wire. The cause of the excessive current is unknown, although possible causes include : improper tome positioning, allowing the cutting wire to contact the endoscope, resulting in a short circuit, and excessive power applied to the cutting wire due to improper generator settings. The lot number of the suspect device was not provided; therefore, the customer's shipment history was reviewed to identify a potential lot number for the suspect device. Lot numbers 9754380, 9553754 and 9555740 were the most recent lots shipped to the customer, prior to the reported incident. The device history record for each of these lots was reviewed; no anomalies were noted. The october 2007 15-month ultratome xl sphincterotome product family trend report, inclusive of all failure modes, was reviewed, no adverse trend was noted.